Event description:
A malfunction on the pump was reported, but there was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in completing the reset successfully. The issue did not recur after the reset, and the customer was advised that they could continue to use the pump and to contact support if the malfunction code appeared again.